Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose of 400 mg/dl. Customer had issues with her blood glucose levels rising while on the pump. The customer was new to the pump and both the school nurse and the mother think the pump has a glitch because they keep delivering insulin and the blood glucose was rising. The insulin pump will not be returned for analysis.